Manufacturer narrative:
The returned condition indicates that the articular surface was not correctly placed and oriented before attempted insertion. It is likely that the problems encountered are related to surgical technique. Evaluation codes: visual examination identified there is gouging and deformation damage at the entrance to one side of the dovetail feature. The dovetail lips are slightly flared, indicating insertion and removal. The device history records were reviewed and found conforming. Dimensions measured found the part to be conforming to print specifications. No other complaints of this nature have been received for this product/lot combination.

Event description:
It was reported that the articular surface would not seat properly into the tibial baseplate.